Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the patient was 'laparoscopic choledochectomy and stone removal + t tube drainage + choledochoscopy + cholecystectomy + gastric wall repair + abdominal adhesion lysis' on the 4th day after the operation, the patient was confused, and the patient was self-conscious at 5:20 in the morning the deep venous catheter was removed, and the doctor on duty was immediately notified to assess that the patient¿s neck extubation was not damaged, and to be sterilized and covered with a sterile dressing." Clarification received (B)(6) 2022: "patient pull out the PICC line".